Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the saw blade protector was found to be bent. There was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded.